Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Multiple follow-up attempts were performed by the baxter technical support team; however, the customer has been unresponsive. Therefore, a device inspection could not be performed at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient fell from a versacare bed and broke their hip. Reportedly, the versacare bed exit alarm was set and three of the bed¿s side rails were up. The one siderail that was down was one of the intermediate siderails. The patient attempted to exit the bed, and the bed alarmed as designed. The patient fell and broke their hip. Surgical intervention on the hip was required. Multiple follow-up attempts were performed by the baxter technical support team; however, the customer has been unresponsive. Therefore, a device inspection could not be performed at this time. According to the FDA guide to bed safety bed rails in hospitals, nursing homes and home health care: the facts, it is recommended to lower one or more sections of the bed rail, such as the foot rail. They also state ¿when bed rails are used, perform an on-going assessment of the patient¿s physical and mental status; closely monitor high-risk patients.¿ they also advise to keep the bed in the lowest position with wheels locked. No further information was available at the time of this report.